Event description:
It was reported that "an inflation system failure" occurred at pt's home. Reportedly leaking at pilot balloon near where the tube connects into trach. The reported event involved two (2) size 8 sct devices. There was no reported injury. The first device was reportedly discarded, but the second device is reportedly available to be returned. The involved device has not been returned as of the date on this report.